Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging sticking test strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (12/01/2014) - device evaluation: the lay user/patient¿s test strips were returned on 10/23/2014 and evaluated by lifescan product analysis on 11/18/2014 with the following findings: the test strips involved with this complaint failed testing. They were found to be stuck together due to not being cut properly. A secondary issue was found, whereby test strips were trapped between the lid and rim of the test strip vial. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.